Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited high capture threshold. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.